Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the pin of the right ventricular (rv) lead was bent and could not be connected into the header of the device. A different lead was used and successfully implanted. The patient was stable throughout.